Event description:
It was reported to boston scientific corporation in 2007, that a mvi endo-amplatz ss 038/260 guidewire was used during an indwelling esophageal stent procedure performed two days prior, (patient gender, age, and weight are unknown). During preparation, when the physician attempted to take the guidewire from the protective hoop while grasping the tip of the guidewire, the tip of guidewire was stretched; this exposed the core wire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-3176.

Manufacturer narrative:
Device name update: should be: amplatz super stiff guidewire was: mvi endo-amplatz guidewire.

Manufacturer narrative:
No consequences or impact to the patient device. The unit was received with a stretched outer coil at the distal end, which exposed the core wire. The complaint was confirmed; the core wire fractured, resulting in a stretched distal end. The fracture occurred at the ball weld. Both segments of the fracture were sent to the analytical lab for a fracture analysis. A tensile facture was found during the analysis. This type of fracture indicates that the guide wire experienced resistance when pulled. Based on the results of the fracture analysis, the most probable root cause is handling damage. The device history record (DHR) for the pertinent lot was reviewed; no abnormalities were noted.